Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens, but it was removed during the same surgery, due to a posterior capsular tear. The lens was removed with no patient injury, no enlarged incision. An anterior vitrectomy was performed and an anterior chamber lens was implanted. The patient is doing well. The reporter stated it was unknown what caused the capsular tear and this facility uses a competitor's phacoemulsification equipment.

Manufacturer narrative:
Evaluation codes; results - visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Both sides of the lens optic and haptics were checked and no rough/sharp edges were found. A lens work order search was performed and no similar complaints were found within the work order. Conclusion - (no conclusion can be drawn): based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.